Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a ribfix procedure, two crontra-angle screwdrivers locked up during use. The procedure was completed with another driver. It is reported that there was no delay over thirty minutes and no injury to the patient.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The material certifications were reviewed in the evaluation and no non-conformances were found. The driver was visually evaluated and shows signs of normal use. The driver was functionally tested and could not insert the screw. When load was applied to the driver, the knob would spin freely without turning the blade. The complaint was confirmed as the driver cannot insert a screw as intended. The most likely underlying cause of the complaint was determined to be excessive torque applied to the driver. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00603-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. A second lot was identified upon receipt of the products. Therefore, this is report one of two for the same event. Report two of two will be reported on MFR # 0001032347-2016-00603.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. The following sections were corrected: d2 device product code: jey corrected to hrs. G5 PMA/510(k) number: k121589 corrected to k142823. The following sections were updated: a5 ethnicity, b4 date of this report, d4 unique identifier (UDI) number: (B)(4). G4 date received by manufacturer . G7 type of report & follow-up number. H2 type of follow-up. H10 additional narratives/ data.